Manufacturer narrative:
Updated fields: h2, h6, h11.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to replicate the error on universal surgical manipulator (usm) #3, and the usm was replaced to correct the reported problem. The system was then tested and verified as ready for use. The usm #3 was returned for failure analysis (fa), and the reported system error was confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where it failed node check. First, the rolling loop fiber was bypassed and the axes controller, carriage logic (accl) board was replaced but this did not fix the issue. After the axes controller, carriage power (accp) board was replaced, the missing node error was no longer triggered.

Event description:
It was reported that prior starting an unspecified da vinci-assisted surgical procedure, the customer was unable to power the system on and could not disable universal surgical manipulator (usm) #3. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and identified a system startup error. As a result of the issue, the customer rescheduled the procedure to be completed on another da vinci surgical system.